Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had consumed 2 glucose tablets, ate, drank juice and set a temp basal rate of 50% for 2 hours for a blood glucose (bg) level of (78 mg/dl). The customer was in a rehab facility for a broken hip and was assisted by facility workers. Subsequently, the customers bg level became elevated to (419 mg/dl). The customer took bolus via the pump to stabilize bg level. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.